Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. . Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by a healthcare professional through clinical research for clinical evidence on safety and performance that postoperatively to an initial procedure of total knee replacement surgery of the right knee performed on (B)(6) 2017 using healix advance br with orthocord, the patient had a revision surgery on (B)(6) 2017 due to post-operative infection, edema/effusion and pain on (B)(6) 2017. According to the report, the revision surgery included: polyethylene liner exchange, patellar tendon repair, I & d, and allograft hd graft application. The current status of the patient was unknown. No additional information was provided.

Event description:
It was reported by a healthcare professional through clinical research for clinical evidence on safety and performance that postoperatively to an initial procedure of total knee replacement surgery of the right knee performed on (B)(6) 2017 using healix advance br with orthocord, the patient had a revision surgery on (B)(6) 2017 that included: polyethylene liner exchange, patellar tendon repair, I & d, and allograft hd graft application due to post-operative infection, edema/effusion and pain on (B)(6) 2017. The current status of the patient was unknown. No additional information was provided.